Event description:
Ethicon stapler. Patient to or for laparoscopic appendectomy. Ethicon endopath ets-flex 45 stapler, ref#: at45, lot#: t94a6c, exp. 2024-07-31, fired twice with bleeding staple lines, failed to fire third staple load. Surgeon switched to different brand stapler. Surgery completed.